Manufacturer narrative:
Initial and final (B)(4) -device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient infusion set fell off during use.the event occured on (B)(6) 2026.the patient used infusion for less than three days.the patient replaced infusion set and resumed insulin deliveries successfully no further information is available.